Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: during investigation, up arrow keypad button did not work. The down arrow, contrast, and ok buttons were responsive to user input. The keypad was removed to find no evidence of contamination under the button contacts. The pump was opened to find moisture inside the internal pump on the display board, and on the keypad connector. The battery compartment was cracked above, and below the grip pad. A base crack was found between the case seal and the keypad. A leak test was performed and failed due to the pump case. The audio bolus button was torn/punctured but responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.